Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg pocket site was relocated to move it out of the way of another procedure the patient was having. During the relocation, the physician elected to replace the ipg.